Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads with the same lot number. It was reported the patient's lead eroded through the skin. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient's system was explanted.